Event description:
Additional information received reported the subject had lack of efficacy with no associated signs or system. There was a full system explant in (B)(6) 2014. The patient outcome was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0406283v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0437324v, implanted: (B)(6) 2004, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0406283v, implanted: (B)(6) 2004, product type: lead. Product ID: 3387-40, lot# j0437324v, implanted: (B)(6) 2004, product type: lead. Product ID: neu_burrholecap, serial# unknown, product type: accessory. Product ID: neu_burrholering, serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported no diagnostics were performed and no device malfunctions were observed. The patient was not re-implanted and the patient exited the study after the explant.

Event description:
It was reported the patient received no clinical benefit and the extensions, leads, and implantable neurostimulator (ins) were explanted. The patient was in a clinical study and there was no patient death. The patient outcome was unknown. No outcome was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.